Event description:
It was reported that the patient had a loss of therapeutic effect following several falls. The patient's device has moved from her hip to butt and due to the location of the device her physician was unable to do injections. The patient was having the device moved and was in need of reprogramming. She was scheduled for this on (B)(6) 2012 with her physician. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3998, lot# v036857v01, implanted: (B)(6) 2008, product type lead; product ID 37752, serial# (B)(4), implanted: (B)(6) 2008, product type recharger; product ID 37743, serial# (B)(4), implanted: (B)(6) 2008, product type programmer, patient product ID 37082-60, serial# (B)(4), implanted: (B)(6) 2008, product type extension. (B)(4).